Manufacturer narrative:
The field service engineer checked the analyzer but could not determine a cause. He replaced the degasser tank and the customer ran and verified qc. The provided calibration and qc data were acceptable. The analyzer alarm trace contained abnormal aspiration (sample probe b), abnormal aspiration (sample probe), and sample short errors. These are indicators of possible poor sample quality. The investigation was unable to determine a specific root cause.

Manufacturer narrative:
The cobas 8000 cobas c 701 module serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable creatinine plus ver.2 results for qc and patient samples from the cobas 8000 cobas c 701 module. One example was an initial result of 0.79 mg/dl and a repeat result of 0.96 mg/dl. The repeat result was believed to be correct.